Event description:
It was reported that this lead was explanted due to a perforation. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was exhibiting impedance issues, and high pacing thresholds. It was confirmed through an x-ray that the lead perforated the heart wall of this patient. The device was explanted and successfully replaced. The device is not expected to return for analysis. No additional adverse patient effects were reported.